Event description:
The account alleged the brakes would swivel when the bed is pushed from the side. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters, brake steer caster and the brake detent to resolve the issue.